Manufacturer narrative:
Further information was requested but could not be provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.